Event description:
The doctor was interrupted mid procedure due to malfunction of pk forceps. He stated the wire broke that controls the action of the jaws. Five out of ten lives remained on forceps. Lot# n10150220 014.